Event description:
During the self test following the changing of solutions on bags and hitting the "change bag" softkey, the physician noticed an unusal noise, which was described as similar to the sound made during "unload set" by the prisma cfm machine. The physician notice the blood pump stopped while the other pumps including the pbp. Pump were active. No alarm was triggered. The physician noticed the access blood line was completely filled with pbp solution, indicating that the pbp pumped the solution via the access line and the catheter backwards into the patient. The access blood line was immediately clamped and the treatment stopped.